Event description:
It was reported to boston scientific corporation that a corflo cubby bolus feeding set was used in an enteral feeding procedure in 2008. According to the complainant, approx two weeks later, nutritional supplement was discovered leaking between the tube and feeding port. Another corflo cubby bolus feeding set was used to replace this device. There were no reported pt complications as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.